Event description:
A report was received that a pt underwent a lead revision procedure, due to the lead exhibiting high impedances. The pt was experiencing inadequate stimulation after being involved in an automobile accident. During procedure, the physician explanted the lead and replaced it with two new leads. The pt was reportedly doing well following the revision procedure.

Manufacturer narrative:
The explanted device was not returned to bsn for analysis, as it was discarded by the medical facility. This is the final report.